Manufacturer narrative:
For the investigation result of stent kinked. Visual evaluation found the stent was loaded in the delivery system when received. The stent was kinked near the proximal end and the suture was broken and missing. The push catheter was kinked/bent in several locations and its suture hole was torn. The guide catheter was also found bent in several locations. A functional evaluation for stent deployment was performed by pulling the handle, stretching of the guide catheter near the handle and distal section was noted. The guide catheter would not retract and the device failed to deploy. The evaluation concluded that tortuous conditions due to patient anatomy or customer manipulation can cause the delivery system to bend/coil leading to kinks and bends in the device, making it difficult to deploy the stent. Efforts made to deploy the stent may cause stretching of the guide catheter subsequently causing the deployment of the stent to fail. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014 according to the complainant, during the procedure, when the stent reached the target lesion, the stent could not be released. The procedure was completed with another with same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the stent kinked, therefore this event has been deemed an MDR reportable event.